Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of gram-negative peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set leak or other defect reported for this event. The pdrn stated that the cause of the peritonitis has been attributed to the patient¿s diagnosis of pancreatitis. Swelling of the pancreas can cause leaking of bile and other chemicals into the abdominal cavity resulting in secondary peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis when a nurse reported a patient lines are blocked alarm. It was reported that a peritoneal dialysis (pd) patient had peritonitis while reporting a patient lines are blocked alarm. Additional information was obtained through follow-up with the patient¿s pdrn. The patient presented to the pd clinic on (B)(6) 2020. The patient was severely ill (nausea, vomiting, abdominal pain, diarrhea, and fever with chills) and the pd clinic determined that 911 was to be called. The patient was transported to the hospital via emergency medical services (ems) and admitted for acute pancreatitis and peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin (dose, frequency, and duration unknown). The pd effluent culture resulted positive for two different gram-negative bacteria (species unspecified). The cause of the peritonitis was attributed to the patient¿s pancreatitis. The patient had been hospitalized for the pancreatitis (unrelated to pd therapy or use of the cycler) prior to this hospitalization (date not provided) and the physician was having a hard time getting the pancreatitis under control. No additional information was provided about the hospitalization for the pancreatitis. The patient had a second culture drawn which resulted in no growth on (B)(6) 2020. The patient was discharged to a rehabilitation facility (date not provided) but was discharged from the rehab on (B)(6) 2020 by patient choice. The pdrn stated that the patient was not participating in the rehab program at all.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.